Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to left heart decompensation. The system controller log files showed a progressive decline in flow since (B)(4). Patient has a severe aortic valve insufficiency. An angiography showed a sharp curve in the upper part of the outflow graft. On (B)(6) 2018, an outflow graft reconstruction and aortic valve replacement was completed. A few centimeters of the outflow graft was removed, which resulted in a free flow path of the outflow graft. No further information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
The report of a twisted and kinked outflow graft can be confirmed based on the submitted CT scan images. The patient's system controller event log file contained approximately 6 days of data, spanning from 27dec2017 03:40:05 to 02jan2018 12:52:01, which captured numerous low flow events. Several of the events captured resulted in low flow alarms. Despite these events, the system continued to operate at the set speed and appeared to operate as intended. A CT scan was performed on (B)(6) 2018 due to the low flow alarms and images from the scan were submitted for review. The CT scan images revealed a kinking in the outflow graft distal to the terminus of the bend relief. Further, examination of the CT images revealed a deformation in the outflow graft, just beneath the distal end of the outflow graft bend relief. On (B)(6) 2018, the patient underwent surgery for aortic valve replacement and removal of the deformation and kinking of the outflow graft. A few centimeters of the graft were removed during the operation and the flow issue reportedly resolved. Photos from before and after the removal were also submitted review, confirming the reported event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: due to low flow alarms a ramp echocardiogram was done, and the aortic valve was opening every beat despite altering rotational speed. CT scan on (B)(6) 2018: kinking outflow graft with outflow obstruction. (B)(6) 2018: surgery was completed to replace aortic valve and remove obstruction and kinking outflow graft.